Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test andprime/a33 test. Unit received stuck in motor error loop duringbolus/basal delivery. No motor error noted during prime/a33 test. Themotor was tested outside of the device and passed. The motor may havehad an intermittent failure that was not detected during our testing.unit had a scratched display window, cracked battery tube threads,cracked belt clip slot and broken reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 140 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.